Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can at 8.5cm to 10.0cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.